Manufacturer narrative:
This spontaneous case was reported by a lawyer and refers to a social media post. It describes the occurrence of death ('the women who have died from this device'), device dislocation ('the device are migrating to other parts of the body') and foetal death ('100's babies that have died') in an unknown number of female patients who had essure inserted. The occurrence of additional non-serious events is detailed below. Detailments of each individual patient, essure insertion dates, event onset date and cause of death were not provided. Other relevant information regarding patients` concurrent conditions, medications and past medical history were not provided. Other reported events included: abortion spontaneous ("in several cases they end up having miscarriages due to the device") , autoimmune disorder ("women are being diagnosed with autoimmune diseases") and pregnancy with contraceptive device ("women who have conceived children after having the device for as long as 10 years or as short as 2 years"). Other product or product use issues identified: device ineffective "device ineffective". The reporter considered abortion spontaneous, autoimmune disorder, death, device dislocation, foetal death and pregnancy with contraceptive device to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: abortion spontaneous, autoimmune disorder, death, device dislocation and pregnancy with contraceptive device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2020: quality-safety evaluation of ptc this case with very limited information was received via lawyer and refers to a social media post. It was reported that an unknown number of female patients who had essure inserted have died after an unspecified period of time ("the women who have died from this device"). Detailments of each individual patient, essure insertion dates, event onset date and cause of death were not provided. Other relevant information regarding patients' concurrent conditions, medications and past medical history were also not provided. Thus, due to the lack of comprehensive and relevant information, company currently considers the causality between essure use and the reported death as not assessable. The occurrence of other events was also reported: abortion spontaneous, autoimmune disorder, device dislocation, foetal death and pregnancy with contraceptive device. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and refers to a social media post. It describes the occurrence of death ('the women who have died from this device'), device dislocation ('the device are migrating to other parts of the body') and foetal death ('100's babies that have died') in an unknown number of female patients who had essure inserted. The occurrence of additional non-serious events is detailed below. Details of each individual patient, essure insertion dates, event onset date and cause of death were not provided. Other relevant information regarding patients` concurrent conditions, medications and past medical history were not provided. Other reported events included: abortion spontaneous ("in several cases they end up having miscarriages due to the device") , autoimmune disorder ("women are being diagnosed with autoimmune diseases") and pregnancy with contraceptive device ("women who have conceived children after having the device for as long as 10 years or as short as 2 years"). Other product or product use issues identified: device ineffective "device ineffective". The reporter considered abortion spontaneous, autoimmune disorder, death, device dislocation, foetal death and pregnancy with contraceptive device to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: abortion spontaneous, autoimmune disorder, death, device dislocation and pregnancy with contraceptive device. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: information from deletion cases (B)(4) merged with this case. Event "the device are migrating to other parts of the body" upgraded to serious incident. Event "the women who have died from this device/ 100's babies that have died" added. No new follow-up information was received from the reporter. This case with very limited information was received via lawyer and refers to a social media post. It was reported that an unknown number of female patients who had essure inserted have died after an unspecified period of time ("the women who have died from this device"). Details of each individual patient, essure insertion dates, event onset date and cause of death were not provided. Other relevant information regarding patients' concurrent conditions, medications and past medical history were also not provided. Thus, due to the lack of comprehensive and relevant information, company currently considers the causality between essure use and the reported death as not assessable. The occurrence of other events was also reported: abortion spontaneous, autoimmune disorder, device dislocation, foetal death and pregnancy with contraceptive device. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.